Manufacturer narrative:
Sent: 03/22/2006. Additional information: d2, 4, 10; g4, 5; h2, 3, 4, 6. D4: information was not provided by user facility. Code 100: yielded jaws. Evaluation summary: the analysis results confirmed that the instruments (a,b) were returned with the shaft detached from the handle mechanism from the welded area causing jaws to be yielded. No testing could be performed due to the condition of the returned instruments.

Event description:
It was reported that the clips were not holding all the way. No patient consequence.